Event description:
Pt had fractured femur, it did not unite- a blade plate and bone graft was done in 1999; doing well. Suddenly while the pt was walking pt heard a pop in the right thigh. X-rays showed a plate to be broken. A recon nail was placed.